Manufacturer narrative:
Multiple patients were involved in this event; no patient demographic information was provided. Full phone number is (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer identified falsely elevated architect stat troponin-I results for four patients. The customer uses the reference range customer normal range <0.02 ng/ml and indicates critical values are >0.03 ng/ml. The following information was provided: date falsely elevated results ,sid, original result, repeat on same instrument: (B)(6) 2021 sid (B)(6) initial result 0.03 ng/ml, repeated 0.01 ng/ml; (B)(6) 2021 sid (B)(6) initial result 0.04 ng/ml, repeated <0.01 ng/ml; (B)(6) 2021 sid (B)(6) initial result 0.05 ng/ml, repeated 0.02 ng/ml; (B)(6) 2021 sid (B)(6) initial result 0.03 ng/ml, repeated 0.01 ng/ml. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) performed troubleshooting with the architect i1000sr, serial number (B)(6), and observed build up on the syringe assy (part number 7-77650-08). The part was replaced, resolving the issue. A review of service history for the architect i1000sr, serial number (B)(6), revealed no subsequent issues related to false elevated results subsequent to part replacement, nor did it identify any contributing factors to the current complaint. A review of tracking and trending for the syringe assy (part number 7-77650-08) did not identify any trends. Review of tracking and trending for the architect did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the instrument part or the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the syringe assy (part number 7-77650-08) or the architect i1000sr, serial number (B)(6), was identified. Section g has been updated to reflect personnel changes that have occurred subsequent to the initial submission.

Manufacturer narrative:
Medical device problem code corrected from a090804 to a090809; additionall section g has been updated to reflect a change in personnel.